Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported patient was revised due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.